Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. Patient was diagnosed with an infectious skin disease similar to scabies. Patient described the area as itchy .there was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a ointment and oral medication for the itchiness. Follow up indicated that the skin irritation improved.